Event description:
It was reported "a doctor of podiatric medicine used integra graft material; flowable wound matrix on a patient who stated that the material was not approved for the intended uses" add'l info was obtained: "the patient alleged that the 'physician' engaged in "unnecessary surgery" to treat her "tunneling ulcers", bunions and "fat padding deterioration" on her foot. Flowable wound dressing was used for tunneling ulcers and injected into the (not specified) foot. The date of surgery was (B)(6), 2011. The pt complains of ongoing foot pain". Concomitant products referenced "a xenograft, and an integra compressor screw" (both unspecified). Add'l info was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.